Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the therapy settings were mistakenly changed, and the patient was unaware of any changes in therapy, did not know how, why, or when the therapy changed. No further complications were reported/anticipated.